Event description:
A break in the retention dome during traction removal. The indwelling period was 144 days. The dome portion was removed endoscopically. There was bleeding inside the stomach upon endoscopical removal of the dome. The longitudinal split in the retention dome was made upon endoscopical removal using a grasping snare.

Manufacturer narrative:
The complaint of a break in the retention dome is confirmed, use related. Upon receipt, a partial semi-circular break in the retention dome was observed. A small section of the broken dome is still attached to the feeding tube and reveals a complete bond. Mating the broken retention dome to the feeding tube showed a close match. The dull and rounded veneer identified at the dome site are traits that are indicative of excessive force that was applied during the removal of this device. The lack of any associated damage suggests the tear in the dome was removal. Gross visual and microscopic examinations show no evidence of a defect or deformity related to the manufacturing process. A chr is not possible, as no manufacturing lot number info has been provided by the complainant.